Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). Based on the alleged condition at time of the revision it appears likely the mesh was explanted in the procedure. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Furthermore, it was alleged the patient experienced material deformation and adhesions. Adhesions are a known inherent risk of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complication. With the limited information available and without a sample returned for evaluation an assessment can not be made into the allegation of material deformation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for repair of an umbilical hernia, a ventralex hernia mesh was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove it. Allegedly the mesh had pulled away from the hernia defect causing a recurrence and severe adhesions. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). Based on the alleged condition at time of the revision it appears likely the mesh was explanted in the procedure. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Furthermore, it was alleged the patient experienced material deformation and adhesions. Adhesions are a known inherent risk of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complication. With the limited information available and without a sample returned for evaluation an assessment can not be made into the allegation of material deformation. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical record review, post implant of the ventralex mesh, patient was diagnosed with hernia recurrence, adhesions and mesh migration thereby underwent repair with mesh removal. Per operative notes, ¿the old mesh (device #1) which had pulled away from the hernia defect¿. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b7, d1, e3, g1, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned,

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for repair of an umbilical hernia, a ventralex hernia mesh was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove it. Allegedly the mesh had pulled away from the hernia defect causing a recurrence and severe adhesions. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with incarcerated umbilical hernia thereby underwent laparoscopic repair with the implant of ventralex mesh (device #1). Per operative notes, "there was an incarcerated omentum within the umbilical hernia. Adhesions were lysed and the hernia defect was evaluated. A piece of ventralex mesh (device #1) was placed in the left upper quadrant and stapled." (B)(6) 2015 - patient was diagnosed with chronically incarcerated recurrent umbilical hernia thereby underwent laparoscopic repair with the removal of ventralex mesh (device #1), lysis of adhesions and implant with ventralight st w/ echo (device #2). Per operative notes, "there was very hard material consistent with the mesh and this was verified by the presence of some circular metal tacks within the mesh itself. This old dual mesh (device #1) had pulled away from the hernia defect which recurred and there is an incarcerated omentum in the hernia sac which was reduced by dissection. The old mesh (device #1) was completely excised. A piece of ventralight st w/ echo (device #2) was pulled up against the abdominal wall and sutured.¿ attorney alleges that the patient had adhesions, pain, hardened mesh and the mesh had pulled away from the hernia defect, caused a recurrent hernia.